Manufacturer narrative:
(B)(4)

Event description:
The receiver (part number stk-cr-pnk/serial number (B)(4)/lot number 5201376), being used with the transmitter was returned for evaluation. The receiver was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The customer complaint could not be confirmed with the receiver because it could not be determined if any error occurred on the date of event. However, the complaint transmitter was also returned for evaluation. The transmitter was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed but could not confirm the report of transmitter not pairing with the g5 application as the dates of data sent were not inclusive of the issue date range. No additional patient or event information is available.